Manufacturer narrative:
The product in question was requested, but the product was not returned to the manufacturer. Several attempts were performed, but we haven¿t got any tracking information or a confirmation if the product will be sent back. However, the failure is known and was thoroughly investigated under CAPA (B)(4). The lot of the oxygenator was found to be in the range of CAPA (B)(4) (fiber lot 14-02959 to lot 14-2960. Similar products have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. The investigation under CAPA process (CAPA (B)(4)) has identified that the root cause is due to the manufacturing process of the (B)(4) material fibers used in the oxygenator. If, during the surface pre-treatment, a system malfunction results in a system stop, the entire length of the fiber is not properly treated to modify the surface tension. If these untreated fibers are present in the epoxy area of the oxygenator, it is not properly fixed in the epoxy. When this occurs, the fibers are able to ¿shrink out¿ of the epoxy and result in the reported leakage. The raw material manufacturer has initiated steps to repeat the surface pre-treatment to ensure that the proper surface tension is present on the entire length of the fibers. CAPA (B)(4) effectiveness: the CAPA (B)(4) was closed as to be effective based on 12 months period under observation.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been requested for return but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: "the product failed in the 6th day of use, where a rupture in the membrane was identified causing a formation of a foam composed by the mixture of gas and blood on the oxygenator's gas outlet connector. The oxygenator was replaced immediately." "The patient is dead, but according to the clinical staff, it was not related to the problem but due the clinical conditions of the patient. The problem is probably related to a membrane rupture." (B)(4).